Manufacturer narrative:
Concomitant medical products: product ID: dvbb1d4, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systematic staph infection. Echocardiography indicated possible vegetation on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) and lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.